Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient arrived at the lab for a routine generator change. The patient was cardioverted with the old generator at 35 joules. The generator was replaced and defibrillation threshold testing was performed. After the pocket was closed, it was noted that loss of capture was occurring with the right atrial (ra) lead. The p waves gradually decreased from 5mv to 0.3mv. A chest x-ray was ordered and ra lead dislodgement was confirmed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.